Event description:
A report was received that the patients ipg was not working. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent an explant. No further information could be obtained.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 14231448/14253393, model/catalog description: linear st lead kit 50 cm.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was not working. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent an explant. No further information could be obtained.